Manufacturer narrative:
Product ID 8709, lot# j10824r23, implanted: 2001 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that experienced an increase in pain and weakness in her legs beginning approximately (B)(6) 2013. The patient had magnetic resonance imaging (MRI) performed which diagnosed a potential inflammatory mass or granuloma. A portion of the spinal section of the catheter was removed and replaced with a new segment. Patient outcome was not provided. The device system delivered dilaudid, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.